Manufacturer narrative:
Description: linear lead, 70cm (phase ii), model sc-2108-50m, description: linear lead, 70cm (phase ii), model sc-2108-50m.

Event description:
The pt's precision system was explanted due to the pt no longer experiencing chronic pain and discomfort at the implant site. The pt is reportedly doing well.